Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that no morphology scores were available. Upon further review, under sensing of far field signals were noted on the implantable cardioverter defibrillator (ICD). No inappropriate therapies were noted. No changes or intervention was performed. It was then reported that the patient passed away from organ failure, unrelated to the event.